Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including gi bleeding/ av malformations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported that a patient reported to the clinic for a non-device related infection and was placed on antibiotics. During the visit the site discovered that the patient had active gi bleed from a routine colonoscopy. Anticoagulation was briefly stopped for clipping of benign gastrointestinal polyps. The patient was sent home after achieving "goal inr" and previous the anticoagulation profile resumed. No additional information was provided.

Manufacturer narrative:
Operator of device: (physician). Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including gi bleeding/ av malformations. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.